Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument has a broken wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found at the grip cable groove on the other instrument grip cable (not the broken grip cable). The instrument was found to have thermal damage on bipolar yaw pulley. The instrument found to have thermal damage at one of the grip cable grooves on the bipolar yaw pulley.